Event description:
The pt was reportedly experiencing poor performance with the internal device. Testing of the device in the past showed that device was functioning. External equipment was exchanged and programming changes were made. The pt's device was explanted and the pt was reimplanted with another cochlear implant.